Manufacturer narrative:
Patient age and information not available at this time. The acist angiographic injection system, model cvi, system serial number (B)(4) has not yet been returned for evaluation. The evaluation will be included in a follow-up report. The consumables used during the event were discarded by the user facility and the lot numbers are not known. A clinical evaluation of the cine-angiograms will be included in a follow-up report if available.

Event description:
The user facility reported that air was introduced into the patient during injection of contrast. The technician found that the connection between the manifold kit and high-pressure tubing was not connected completely, and a puddle of contrast was on the floor. The patient was severely injured, but the techs were able to withdraw the air back out to prevent patient death. The consumables used during the event were discarded. The user reported that there was no air column detected message at the time of the air injection.

Manufacturer narrative:
The acist angiographic injection system, model cvi, system serial number (B)(6) was returned on june 16, 2022. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. No cine-angiograms were returned for evaluation. This report is closed.